Event description:
It was reported that there were rising thresholds and impedance that went to high values on the right ventricular (rv) lead. A possible fracture was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.